Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Noise resulting in oversensing was noted on the right atrial and right ventricular leads. Programming changes were made to resolve the issue. The patient was stable and will continue to be monitored.

Event description:
New information received states that the patient was dependent hence programming changes were made only on the right ventricular lead to avoid inappropriate sensing and no intervention was performed on the right atrial lead.

Event description:
New information revealed that a new pacer system was implanted on the patient's right side on (B)(6) 2019. The old system remained implanted as a backup until the new leads mature. The patient was stable.